Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump did not deliver manual bolus. Customer¿s blood glucose value at the time of incident was 345 mg/dl. Product will not be returned for analysis.